Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching. Patient was having batteries flip to the opposite port when it was a full battery and would hear a single beep. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data. The device subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation. The battery (B)(4) was not returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events; however, momentary disconnections without leading to power switching events were recorded. Momentary disconnection will result in an audible tone or "beep." Additionally, multiple power disconnect alarms were recorded (B)(6), 2018 involving (B)(4). During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported events were confirmed. Based on the available information, a possible root cause of the power disconnect alarms could be attributed, but not limited, to a battery malfunction. The most likely root cause of the "reported beeps" can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650 serial number: (B)(4). Expiration date: 2018-11-30 UDI (B)(4). D10: no h4: mfg date: 2017-11-30 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 method code(s): 3331, 4112, 4114 h6 result code(s): 131 h6 conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.